Event description:
Clinical trial. It was reported that following a percutaneous renal stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first being a 75% stenosed 6.0x5mm target lesion located in the right renal artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 6.0x14mm express sd study stent resulting in 0% residual stenosis. The second was an 80% stenosed 5.0x7mm lesion located in the left renal artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 7.0x15mm express sd study stent resulting in 0% residual stenosis. The patient was discharged the next day on asa and clopidogrel. At 1623 days post the index procedure, the patient developed left leg pain. On day 1667 the patient was admitted with left groin/thigh and buttock tightness and numbness after walking 150 feet, which had steadily worsened over the prior 3 weeks. The patient's blood pressure was found to be elevated. Angiography the same day revealed the right renal artery was patent within the stent. However, a 90% restenosis was confirmed in the left renal artery, the proximal celiac and the proximal superior mesenteric artery (sma). Intervention the same day treated the left renal artery with a 6.0x18mm genesis stent resulting in 0% residual stenosis, the proximal celiac was treated with a 7.0x15mm non bsc stent resulting in 0% stenosis and the proximal sma was treated with a 5.0x15mm non bsc stent resulting in 0% residual stenosis. The patient's condition resolved in the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.